Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the drive feature was found to be twisted. It is not stated whether or not a torque indicating device was used. A torque indicating device is recommended to prevent damaging the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 12/07/2021 it was reported by a sales representative via sems that. The below instruments were damaged in a hardware removal case on 12/01/2021: ar-9545-t15-01 ar-9545-t15-02; ar-9545-t15-03; ar-9165adg . Additional information 12/07/2021. On 12/07/2021, it was reported by a sale representative via email that ar-9165adg( line # 1) ar-9545-t15-01(line #2) ar-9545-t15-02 (line #3) and ar-9545-t15-03 (line #4) were explanted on 12/01/2021 revision surgery with dr. (B)(6).